Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, after the machine was ready and primed, the system went directly from hysteroscopy to ablation phase. The procedure was successfully completed using another procedure set and the same console. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."